Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed an error prompt "pressure too high" during intraoperative use of the harmonic ace instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was removed from the patient and found to have a broken head after cleaning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad on the clamp arm. The entire teflon pad, measuring approximately 0.102" x 0.420" in size was detached from the clamp arm. The broken piece was not returned for evaluation. The instrument was placed and driven in an in-house system, connected to the in-house harmonic ace generator, and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. No blade damage was observed.